Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted, due to lead fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed the lead was returned in 2 segments. There was dried blood/body fluid in the entire lead lumen. The polyurethane was cut and puckered 383-390mm from the terminal pin. The polyurethane was bent and the inner insulation was worn 428mm from the severed end. The silicone insulation was bunching 825-829mm from the severed end. There were multiple locations of electrocautery damage on the lead. Both segments of the lead were confirmed to be electrically continuous.